Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occured. The target lesion is located in the heart. A 3.50 x 48mm synergy ii des drug eluting stent was selected for dilation. However, after deploying the stent removal difficulties were encountered. The balloon and the tip broke and remained inside the artery. The balloon was removed from the patient. The procedure is completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that shaft break occured. The target lesion is located in the heart. A 3.50 x 48mm synergy ii des drug eluting stent was selected for dilation. However, after deploying the stent removal difficulties were encountered. The balloon and the tip broke and remained inside the artery. The balloon was removed from the patient. The procedure is completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR. : a partial synergy ous mr 3.50 x 48mm stent delivery system was returned for analysis. The returned device was an incomplete device, with a shaft polymer extrusion break, and everything distal to the break (stent, balloon and the distal shaft polymer extrusion) not returned for analysis. The stent was not returned with the device for analysis. The balloon section of the device was not retuned for analysis. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion break located 126.5cm distal to the distal strain relief. The tip section of the device was not returned for analysis. No other issues were identified during the product analysis.